Event description:
Patient underwent hardware replacement revision cervical spine surgery c6-c7 and placement zero-p at c3-c4. Upon intraoperative x-ray viewing, surgeon noted the implants to be placed too far posteriorly. During removal of a screw at c6-c7 level, the screwdriver shaft slipped and impacted the spinal cord. Monitoring of the spinal cord recorded a loss in signal. Patient had an 80% deficit and the decrease in signals were not recovered throughout the procedure. Patient given anti-inflammatory medications and blood pressure was increased. Surgeon had difficulty getting good purchase of the screws while repositioning the hardware at c6-c7 and c3-c4. A competitor cervical plate was placed on top of each zero-p implant and locking screws at c6-c7 and c3-c4 to complete the procedure.

Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is not implanted. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.